Manufacturer narrative:
We are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient had a peek interbody device and rhbmp-2/acs implanted in a fusion procedure. At an unknown time post-op, the peek interbody device and tissues were explanted.